Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the remote home monitoring system issued an alert for a low out of range impedance measurement of 17 ohms. Boston scientific technical services (ts) was consulted and suggested possible electromagnetic interference (emi) as a cause. Review of the measurements found that all other measurements were stable and in range around 70 ohms. The following day the patient's daughter contacted ts to report the device was beeping. Ts referred the patient to the clinic. The patient presented to the clinic where the patient was unable to identify a source of emi. Since all impedance values were found to be within range, the alert was reset and the patient will continue to be monitored. At this time the right ventricular (rv) lead and cardiac resynchronization therapy defibrillator (crt-d) remain in service and no adverse patient effects were reported.